Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged. The following information was provided by the initial reporter: needle clog during injection, stated that there is no insulin flow.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged. The following information was provided by the initial reporter: needle clog during injection, stated that there is no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-may-2022. D4: medical device lot #: 1138232; d4: medical device expiration date: 31-may-2026; h4: device manufacture date: 18-may-2021. D4: medical device lot #: 1258931; d4: medical device expiration date: 30-sep-2026; h4: device manufacture date: 15-sep-2021. D4: medical device lot #: 1068590; d4: medical device expiration date: 31-mar-2026; h4: device manufacture date: 09-mar-2021. D4: medical device lot #: 1272223; d4: medical device expiration date: 30-mar-2026; h4: device manufacture date: 29-sep-2021. D4: medical device lot #: 1160318; d4: medical device expiration date: 30-jun-2026; h4: device manufacture date: 09-jun-2021. H6: investigation summary customer returned (42) opened 32gx4mm bd pen needles without tear drop labels attached. Detached tear drop labels from lots 1258931, 1068590, 1272223, and 1160318 were also returned. The customer reported needle clog during injection, and stated that there is no insulin flow. All 42 returned samples were examined, and it was observed that 30 pen needles featured a bent non-patient end (npe) cannula, and 1 pen needle featured a broken npe cannula. The remaining 11 samples did not exhibit damage on the npe cannula and were tested for flow using a test pen injector: all 11 were able to expel properly. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 42 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent and broken by the user after handling the pen needles. H3 other text : see h10.